Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th distal stent segments with struts raised and bunched. Slight deformation was evident to the distal tip.

Event description:
Physician intended to use a endeavor sprint rx drug eluting stent to treat a moderately tortuous lesion in the mid lm coronary artery with 90% stenosis. The device was inspected with no issues noted. The lesion was predilated. Negative prep was performed with no issues. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The lesion was predilated. The physician observed that the device had difficulty in crossing the lesion. No resistance was observed and excessive force was not used. The device had to pass through a previously deployed stent. The procedure with further pre-dilated, the physician used a new device, same size as complaint device. There was no injury to the patient. Analysis of returned device exhibited stent deformation